Manufacturer narrative:
The device was not returned to mmd for evaluation. A DHR review was completed and no non-conformances were found. Because the device was not returned to mmd an investigation could not be completed. This report will be updated if the device is returned to mmd.

Event description:
The initial reporter stated that the pump appeared to be running, but nothing was being delivered. They stated that they tried troubleshooting but the issue was not resolved. Mmd did follow up with the initial reporter and they stated that they were able to supplement with syringe feedings while they waited for a replacement pump. They also stated that the patient had not experienced any adverse effects due to the complaint. No additional information was provided. (B)(4).